Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of filter leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received with regards to a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The reporter stated that there was a wet spot in bed from tpn filter leaking. The event date was on (B)(6) 2024 at 2:00am occurred in unit 3. There was patient involvement and unknown adverse event.

Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.